Manufacturer narrative:
The reported event was addressed with phone support. The customer used a backup instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted urology nephrectomy surgical procedure, the customer reported that the fenestrated bipolar instrument was stuck on the specimen twice. The customer stated that the surgeon was not able to control the instrument but eventually were able to remove. The customer swapped to a backup instrument to complete the procedure. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system event logs but found no related entries. The isi tse recommended caller RMA the suspected instrument. The procedure was completed with no reported injury.